Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue; intermittent power with a cracked battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/06/2017 with the following findings: a review of the pump black box data revealed multiple pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked. There was corrosion found in the battery compartment. A leak test revealed leaks at the battery compartment. No damage was found to returned battery cap; the battery cap attached securely to the pump. The battery cap contact height and width measurements were found to be within specification. During investigation, the pump powered on audible tone and vibratory alarms. The pump was exercised for 24 hours with no power issues occurring. The pump was opened and no evidence of moisture was found. The complaint of intermittent power was not duplicated or confirmed during investigation, however, damage to the battery compartment was confirmed. (B)(4).